Manufacturer narrative:
(B)(4). Batch # l9306j. The device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an alert screen. However, the device it did activate using max and min buttons. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. In addition, no evidence associated with the hand activation buttons issue was found. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the activation button was not promptly activated. Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.